Manufacturer narrative:
The patient remains ongoing on lvad support and no further issues have been reported. Although a malpositioned inflow conduit was confirmed, a specific cause of the malpositioning and a correlation to the patient¿s condition could not conclusively be determined without a full evaluation of the product. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with tachycardia and hypertension. Flow estimator was reading +++ on the clinical screen and 10+ ipm on the history screen. The log file contained no adverse alarms or events. The vad parameters seemed erratic at times in the log. The system controller was exchanged; however, observed flows and power continued to be very erratic, including flow readings of 10+ipm on the clinical screen and occurring when the patient "pushes on a spot on his chest". The patient received a right heart catheterization that showed the aortic valve opening every beat at 8600 rpm (expected for this patient). A ramp study was performed that was unremarkable and showed no "mechanical issues" with the pump. Ldh was 320 and there were no clinical signs or symptoms of thrombus. The hospital felt that pump positioning may be contributing to positional occlusions of the device that may be altering flow. Further observation of the patient will be done and a course of action decided upon. To date, the patient does not feel symptomatic with any of the changes that have taken place.